Event description:
While priming the tubing set, the air eliminating filter leaked chemotherapy.follow up information: chemo was noted leaking from the air eliminating filter. No other lots were checked. The manufacturer has received the devices and has sent them for testing.